Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2018. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. Interrogation of the device revealed the device was above the elective replacement indicator when received. The cause of the bvvi was due to multiple rf interrupts caused by a rf ic anomaly.